Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 220 mg/dl. Additionally, it was reported that the customer experienced an elevated bg level of 49 mg/dl; cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.